Manufacturer narrative:
The reported event could be confirmed. The returned device confirms the event: a crack could be verified at the grey tightening knob. Investigation determined that a manufacturing agent used at the supplier was leading to cracks in the knob. In order to address this, a nonconformity has been raised. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "the sleeve retention button on the side of the proximal aiming jig for the t2 alpha tibia cracked and broke while inserting / removing a sleeve." Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
Device was not returned, if additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "the sleeve retention button on the side of the proximal aiming jig for the t2 alpha tibia cracked and broke while inserting / removing a sleeve." Procedure was completed successfully with no adverse consequences or surgical delay reported.